Event description:
It was reported that a charge circuit timeout occurred on the device and the end of service was triggered on the device earlier than anticipated. The device was explanted and replaced no patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed that the device incurred charge timeouts with the original device battery. The device was able to provide a 35j charge within nominal charge time when using a donor battery. The device was fully functional when powered with an external supply. No hybrid anomalies were found. Destructive analysis found no internal short occurred in the battery. Backlit images of the anode showed uniform lithium discharge across with no evidence of lithium severing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.